Event description:
It was reported that during use of the product, leakage of air from the cuff was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review.

Manufacturer narrative:
Other, other text: two pictures were received for evaluation. No anomalies were observed in the photos received. One sample was returned. During visual inspection, excess of solvent was detected at the joint between the inflation line and the tube. Functional testing was performed; the sample was rejected by the leak tester. Occlusion was detected at the solvent joint between the inflation line and the tube. The pilot balloon was inflated, but the cuff wouldn?t inflate. Based on the analysis conducted, the complaint was confirmed. Awareness notification was made to production personnel. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.